Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The customer informed the service representative that the temperature on the patient side would get to 41 degrees c but would then start to drop with the set point still at 41. The service representative found that the patient tank heated up normally and would hold the temperature until the cardioplegia cold was initiated. The mains board and cpu board were replaced, but the issue persisted. The service representative then manually turned the compressor on and off and fired both compressor solenoids via the service menu. Following this, the temperature would hold temporarily until the unit was powered off and back on. The issue could not be resolve on site. A new unit will be provided to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was not able to hold its temperature during priming. There was no patient involvement.